Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and signal loss message was not observed. An extended visual investigation was performed on the returned sensor and no issues were observed. Bluetooth functionality test was performed on the returned sensor, to check the strength of bluetooth signal connection by scanning and pairing with a known good reader. Data was extracted and reviewed from the sensor. All results were within the specification which indicates that the signal connection is functional. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, malaise, sweating, and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose gel (via oral administration) provided by caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia, malaise, sweating, and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose gel (via oral administration) provided by caregiver. There was no report of death or permanent impairment associated with this event.